Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. Customer's blood glucose value was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with 2 intravenous drip and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as the energy was down. Customer did not alleged insulin pump was under delivering. Customer stated that the drive support cap appears to be normal. Customer reported insulin exited at quick release. Customer was also hospitalized on (B)(6) 2019 due to hyperglycemia. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.